Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device remains implanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A clinical study reported that the patient underwent a bone scan, inflammatory markers, aspiration and biopsy of knee. According to clinic notes the patients symptoms have been resolved.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: vanguard cr ilok fem-lt 62.5 catalog #: 183026 lot #: 650570, medical product: kne-vanguardbearingsunk catalog #: not reported lot #: not reported. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent initial left knee arthroplasty. Subsequently, the patient suffered pain and effusion in left knee.